Manufacturer narrative:
New information on 5/21/2019, indicated that date of explantation changed to (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Concomitant medical products: left unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with unknown saline breast implants which the right side deflated after implantation. Doctor performed a physical exam and confirmed a right side deflation. As a result patient scheduled for removal on (B)(6) 2019.